Event description:
The customer alleged the 840 stopped cycling while in use on a pt. There was no pt harm or injury associated with this event. The nellcor puritan bennett customer support engineer (cse) inspected the device and replaced the psol. The device passed its extended self-tests.